Event description:
It was reported that during a routine follow up visit, several attempts at interrogating the device resulted in being unable to print certain data. The patient had left the clinic prior to completion of the interrogation. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. No anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead - 2005 (B)(6); 1258t competitor implantable pacing lead - 2013 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.